Manufacturer narrative:
(B)(4). Date sent: 5/24/2023 d4: batch # unk investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec45a device was returned with no visual non-conformances and with one ecr45w reload (b) and one ecr45b reload (c) present. Reload (b) was received partially fired 1/4, and reload (c) was received unfired. In addition, a reload pan was found lodged inside the channel. The reload (b) was reset. The pan inside the channel was removed from the channel and the device was tested for functionality with the returned reloads (b and c). The device fired, cut, and formed all the staples as intended. The staple line and cut line were complete. Also, some staples on the inner row were noted with distorted crowns, however, the staples meet the staple-form criteria. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Regarding the reload (b) condition, the partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 959a45, and no non-conformances were identified.

Event description:
It was reported that during the surgery, after fired, noted the staples malformed. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 4/26/2023. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot/batch number, x95u0k, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.